Event description:
Procedure: unk. Pt sex: unk. Reportedly, there was insertion difficulty when using the trocar during a laparoscopic procedure. There was bleeding at the port insertion sites and abdominal bruising resulted. At the surgeon's request, a different trocar was used to complete the procedure. The health professional indicated that they did not consider this event a pt injury. They classified it as a "product problem."